Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. No visual defects were observed. The device was evaluated for its electrical function according to the service manual using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests. The green light indicator on the power supply turned on and the beeping tone was audible and continued to sound as soon as the switch was on . The results of the test are as follows: measured no load voltage test: 5.47 vdc pass (requirement: 5.5 vdc +/- .05 vdc) measured low current output test: 4.02 amps dc pass (requirement: 4.0 +/- .05 amps dc) measured high current output test: 5.96 amps dc pass (requirement: 6.0 +/- .05 amps dc) no electrical failure was observed. Adequate energy was delivered. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial number conforms to all applicable product specifications and requirements. Based on the returned condition of the device and the investigation results, the reported failure mode "failure to deliver energy" was not confirmed. Corrected comment: this is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during routine testing on t.w. Power supply it was discovered that load voltages were too low.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during routine testing on t.w. Power supply, it was discovered that load voltages were too low.